Event description:
Customer stated they had a hypoglycemic event in 2002. Customer stated that they measured their blood glucose at 10:30 am and got a fasting result of 370 mg/dl. Based on this result customer took 10 units novorapid. After a while they felt a pain in their legs and then customer fell into a coma. A family member called the emergency doctor and gave the customer dextrose immediately. When the doctor arrived he gave them a glucagon injection. When customer felt better the doctor measured their blood glucose and got a result of 60 mg/dl at 11:30. Customer was not taken to the hospital. Meter has been replaced.